Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, causing it to shutdown. This shutdown resulted in the blood glucose level exceeding 500 mg/dl. To address this, the customer administered a correction injection via manual daily injection without requiring third-party assistance. Technical support resolved the issue by providing a replacement pump with updated software, and the caller was instructed on returning the faulty pump.